Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator alarmed for asystole or tachycardia on a pt with a normal sinus rhythm. There was no negative pt impact.

Manufacturer narrative:
(B)(4).